Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to genitourinary fistula and surgical conversion.

Event description:
On (B)(6) 2016, a patient underwent treatment of a left internal iliac aneurysm, measuring 140mm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2016 a CT revealed the aneurysm measured 116mm, and a ureto-left iliac fistula was noted. On (B)(6) 2016, a reintervention was performed whereby the patient underwent open repair of the left internal iliac artery aneurysm, ligation of the superior gluteal artery and thrombectomy of the left internal iliac artery. The urinary tract was addressed with ureter re-implantation into the bladder with psoas hitch/boari flap and left ureterolysis. The patient received several units of blood products. On (B)(6) 2016 a CT revealed the aneurysm measured 99mm, and a left vesico (bladder)-aneurysmal sac fistula. On (B)(6) 2017 the patient had an intraoperative cystoscopy with fistula repair. The cystogram revealed no further leak from the fistula. The patient tolerated the procedure.